Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery with 80% stenosis. The emboshield nav 6 embolic protection system (eps) filter was loaded into the delivery catheter (dc) without issues. Upon advancing to the anatomy without resistance, it was noted that the dc separated into two pieces. However, the dc was still on the barewire so the physician simply removed the dc from the anatomy. There was no resistance during removal. Another same size emboshield was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported separation. It may be possible that the distal end of the delivery catheter became lodged/stuck within anatomy resulting in separation of the pod during positioning; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.